Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and pump error. The customer¿s blood glucose level was unknown. The customer stated that they had critical pump error image on the screen and also had pump error. It was reported that they were not able to clear it. The customer was advised to discontinue use of the pump and recommended customer refer to backup plan per healthcare professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.